Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the inside of the light guide lens has been discolored. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3(correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 23/07/2024) additional information added to field d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the stain was inside the light guide lens and that foreign material was not on the external surface of the device. The stain could not be removed by reprocessing and is likely due to physical stress from hitting or dropping the distal end, chemical stress from solutions used, or similar factors. Subsequently, humidity invaded the light guide lens and caused corrosion. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.